Event description:
It was reported that it "looks like" the syringe tip "became smaller."

Manufacturer narrative:
It was reported that it "looks like" the syringe tip "became smaller" and no longer fit the tops of different medications to draw them up. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation and inspection was unable to confirm the reported problem/issue as no product defect was identified. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.